Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported the device was at elective replacement indicator status and longevity of the battery was questioned. The device remains in use at the time of this event. The patient has an appointment to discuss replacement with her physician. No patient complications were reported as a result of this event.